Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that the doctor performed a laparoscopic sigmoid colectomy on a patient using an unknown stapler and the stapler locked and couldn't be unlocked from the patient. It was not reported how the procedure was completed. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Photo evaluation summary: five photos were provided. Pictures one and two show a device with the jaws and closure trigger closed and the battery placed. The bailout lever can be seen up and it appears that a blue reload is loaded in the device. Picture three shows a handle from the top view with the battery loaded. The bailout door can be seen missing. Picture four shows a packaging label. Lot number r93a3k and expiration date 2021-04-30 can be seen. Picture five shows the lower corner of a packaging box of a psee60a device. Based on the photos reviewed, the event describe cannot be confirmed. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.